Event description:
It was reported that the patient was seen in the clinic for a routine backup battery exchange due to expiration. The new backup battery out of box triggered a backup battery fault alarm. This happened with 2 additional out of box backup batteries. The fourth backup battery installed worked without issue. Additional information reported that 2 of the batteries had bent pins out of box.. Related manufacturer reference number: 2916596-2022-00487 & 2916596-2022-00489.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of bent pins in the backup battery was confirmed via evaluation of the returned backup battery. Visual inspection of the returned 11v backup battery (serial number: (B)(4) ) revealed that pin 11 was bent. The bent pin was straightened for testing. After straightening the bent pin, the backup battery was functionally tested. The battery was installed in a test system controller and successfully operated in a mock circulatory loop without any issues or atypical alarms produced. The controller was disconnected from external power and the battery was found to operate as intended during analysis. The battery was installed in a test system controller and successfully operated in a mock circulatory loop without any issues or atypical alarms produced. The controller was then disconnected from external power and the battery supported the pump without any issues. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(4), revealing that the battery passed all inspection testing. Customer order was shipped on (B)(6) 2021 the heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of bent pins in the backup battery was confirmed via evaluation of the returned backup battery. Visual inspection of the returned 11v backup battery (serial number: (B)(4) ) revealed that pin 11 was bent. The bent pin was straightened for testing. After straightening the bent pin, the backup battery was functionally tested. The battery was installed in a test system controller and successfully operated in a mock circulatory loop without any issues or atypical alarms produced. The controller was disconnected from external power and the battery was found to operate as intended during analysis. The battery was installed in a test system controller and successfully operated in a mock circulatory loop without any issues or atypical alarms produced. The controller was then disconnected from external power and the battery supported the pump without any issues. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(4), revealing that the battery passed all inspection testing. Customer order was shipped on (B)(6) 2021 the heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in the clinic for a routine backup battery exchange due to expiration. The new backup battery out of box triggered a backup battery fault alarm. This happened with 2 additional out of box backup batteries. The fourth backup battery installed worked without issue. Additional information reported that 2 of the batteries had bent pins out of box.. Related manufacturer reference number: 2916596-2022-00487 & 2916596-2022-00489.